Event description:
During a right sided atrial tachycardia (at) procedure, it was noticed that the ablation signals on the proximal pole of the ablation catheter were very noisy. The noise got progressively worse and affected the intracardiac and body surface ecgs. The cable was replaced but this did not resolve the issue. Issue was resolved after the catheter was replaced. The procedure was completed without any patient's consequence. Additional information provided stated signal noise made the signal interpretation impossible on both intracardiac and body surface ecgs. The noise occurred on both carto and the recording system at the same time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During a right sided atrial tachycardia (at) procedure, it was noticed that the ablation signals on the proximal pole of the ablation catheter were very noisy. The noise got progressively worse and affected the intracardiac and body surface ecgs. The cable was replaced but this did not resolve the issue. Issue was resolved after the catheter was replaced. The procedure was completed without any patient¿s consequence. Additional information provided stated signal noise made the signal interpretation impossible on both intracardiac and body surface ecgs. The noise occurred on both carto and the recording system at the same time. Upon receipt, the catheter was visually inspected and it was found in normal conditions. The returned device was then evaluated for electrical resistance and current leakage and it failed on electrode #4. Further examination revealed that the lead wire # 4 was broken causing the improper signal condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.